Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing and suspected oversensing was observed on the right atrial lead. The lead remains in use. The patient will be admitted to hospital. No patient complications have been reported as a result of this event.